Event description:
It was reported that thrombosis occurred. The patient was on coumadin prior to implant. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The activated clotting time (act) was 296. The transesophageal echo (tee) imager was concerned of potential thrombus formation at the distal end of the was during final release evaluation for release of device after six recaptures. The was aspirated, the device was released and the was and wds were removed from the left atrium. There was no change in the patient's status.